Manufacturer narrative:
Upon retrospective review, the issue was determined to be reportable as an MDR.

Event description:
Site began using the ge pure filter on cadstream studies and after some time realized they were referring less patients to biopsy. Site concerned that the pure filter and/or cadstream were contributing to their change in follow-up. The overlays calculated by cadstream may have contributed to the incorrect patient follow-up from the site.

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers